Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspections and simulated use testing were performed. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. During investigation the pump was power up and it displayed lec 1871. Simulated use testing was able to download the pump error log and run the pump during testing. The event log verified the reported problem. Pump error code 1871 error is "motortimeout2". The pump was also opened and found the optical switch broken. Service replaced the optical switch and the motor to correct the reported problem. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code lec 1871. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.